Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.unknown manufacturer: a lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number.

Event description:
It was reported that "the epifuse connector was damaged, which may have been crushed and damaged when used on a heavy patient and repositioned". The event occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and it was confirmed that the hinge part of the epifuse connector was broken. The cause was likely that the hinge part cracked and was damaged while in use. This event has a continuous trend of occurrence and is likely due to the molding design of the product. We will continue to monitor the complaint trends for this event. A DHR review was unable to be completed as no lot was provided.